Event description:
It was reported that during an unknown procedure, clips not forming properly. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results of the cartridge found that it was received with the cover separated from the base and with six clips loose. The latching feature was evaluated and both cover tabs were noted to be damaged leading the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. However, an investigation has been initiated to address the potential root cause of the reported cartridge issues.

Manufacturer narrative:
(B)(4).